Event description:
It was reported that the 9900 system had a pre-charge voltage error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.